Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump felt warm to the touch. The contact did not know if there were any alarms. There was no reported impact to the customer's blood glucose level. The contact did not provide further information about the event.